Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-45 lead (B)(6) 2008; 4076-52 lead (B)(6) 2008; 4076-45 lead (B)(6) 2008. (B)(4)

Event description:
It was reported that there was battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.